Event description:
Procedure: cardiac surgery (glenn). According to the reporter: the patient had surgery in 2009, and 12 hours after surgery, the suture broke and bleeding was observed. The pt was reoperated and the sternum was reopened in the intensive therapy unit. It was noticed that the suture line was partially opened and during that time, opened completely. The surgeon stopped the bleeding with his own hand, then sutured the pulmonary truncus using a simple border double suture approximation. Additional information has been requested.